Event description:
The customer reported that a ventilator experienced a alarm light emitting diode (led). Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue to the rse when he reported the 1105 error code indicating the alarm led failure. The customer reported that he replaced the power switch overlay, the ventilator was tested, passed testing, and returned to service. No other anomalies were reported. Upon further investigation, the complaint indicates that the device was outside of use. Gfe response also states no patient/user harm reported. Therefore, this complaint no longer meets reportability requirements.